Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing was performed and passed relevant testing. The receiver was opened, and an internal visual inspection was performed and passed. The allegation was not confirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver display was frozen. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.